Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081810. Product family: scs-ipg-pc upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 225674.

Event description:
It was reported that following a lead replacement procedure (MFR. Report no.: 3006630150-2024-03818), the patient was experiencing inadequate pain relief due to lead migration. It was also noted that the patient was experiencing severe pain and discomfort at the pocket site. The patient underwent an spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were not returned as it was kept by the medical facilty.